Event description:
A pt reported an inability to control diabetes after using a fasttake meter. Pt has had diabetes mellitus for 27 years. In 1998 pt started using a ft meter. Pt reported that diabetes was well controlled before 1998. In 1998 pt started experiencing loss of weight and edema. Pt visited healthcare provider, who recommended pt avoid salty food and drink lots of water. Hcp discovered that ft meter was set in mmol/l mode after an hba1c was checked, and found to be almost 15. Upon recognizing the problem, pt was able to achieve satisfactory control of diabetes. Apparently pt had been interpreting the ft meter mmol/l results as if they were in mg/dl. The ft meter owner's booklet clearly describes meter setup, including test result unit setup. The ft meter owner's booklet also clearly describes the difference between mg/dl and mmol/l units modes. Results in mmol/l are displayed with a decimal point and "mmol/l" character on the ft meter display. Pt has been contacted on three occasions for further information, with no response. No further info is available at this time.